Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: on investigation, the alleged power issue was not verified in the black box or duplicated in the evaluation. Review of black box history found two power-on-reset events. In both cases, the voltage was above the threshold for low or replace battery warning. Caps were not returned and test caps were used in the evaluation. The pump powered up to the display screen with auditory and vibratory features. No tactile issues were found with the buttons. Electrical current draws were found to be within specifications. Pump was demonstrated to alarm appropriately when an external power source was lowered below the alarm threshold. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruption. Pump casing was opened and no evidence of moisture intrusion or loose components was found internally. Unrelated to the complaint, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4). (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. Reportedly, the pump powered off without any alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.